Manufacturer narrative:
Concomitant medical products: product ID: 694758 lead, implanted: (B)(6) 2010, product ID: dtmb1q1 crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to an infection. A leadless implantable pulse generator (ipg) was then implanted. No further patient complications have been reported as a result of this event.